Manufacturer narrative:
Updated fields: b4, d10b, g4, g7, h2, h11. Corrected field: b5, h10. Testing of actual/suspected device(10, 3233) a getinge field service engineer (fse) was dispatched to evaluate this unit for an unrelated failure. Pim was used to isolate leak. Pim would not pass leak test and could not complete 30 psi calibration. Failed upon installation of stock item. A new pim was installed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when additional information is provided. The initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during a service visit for an unrelated issue, the cardiosave intra-aortic balloon pump (iabp) pneumatic module assembly (pim) could not be calibrated and failed the membrane leak test. The failure was traced back to the newly installed safety disk. This is a failure upon installation of the safety disk. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that during a service visit by a getinge field service engineer (fse) for an unrelated issue, the pneumatic module assembly (pim) on the cardiosave intra-aortic balloon pump (iabp) could not be calibrated and failed the membrane leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
During the service visit for unrelated failure, a pim was used to isolate a leak. The pim would not pass leak test and could not complete 30 psi calibration. The pim was a stock item only used to isolate a leak. The pim will be returned to getinge's national repair center (nrc) for failure analysis. Defective part was received by nrc 02dec2021. A getinge repair technician of the nrc inspected the pim per the cardiosave service manual. The technician installed a test safety disk into the pim and tested the module to factory specifications, per procedure. The pim failed the leak differential test of -187, factory specification is +-10mmhg. The pim was then sent to production for failure analysis per procedure and the initial investigation of the part was concluded 31jan2021. Production could not verify the failure of the pim failing the leak differential test. The pim passed testing. The pim will be retained at the nrc per procedure. The final investigation of the part was completed by the initial technician as of 07feb2022. A supplemental report will be submitted upon completion of our complaint investigation.

Manufacturer narrative:
The fse was unable to correct the issue at the time of the visit as replacement parts were not available. Another getinge fse returned to the customer's site at a later date to complete repairs. The fse replaced the safety disk then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty safety disk will be returned to getinge's national repair center (nrc) for failure analysis. A supplemental report will be submitted when additional information is provided. The initial reporter is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during a service visit for a previously reported issue performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the membrane leak test and the pneumatic module assembly (pim) was unable to be calibrated after a new safety disk had been installed. This is a failure upon installation of the safety disk. There was no patient involvement, and no adverse event was reported.